Event description:
Conducted a cyclesure bacteriological indicator using the sterrad 100s sterilization system, and received a positive result for 24 hrs incubation. All of the items in the load were recalled except one, which was used on a pt.